Event description:
Boston scientific received information that this patient was in atrial fibrillation (af) and mode switched; however, pacing was noted at 130 ppm. A surface patch was over the device. It was noted that minute ventilation (mv) was programmed on and the accelerometer (xl) was on 3. The mv was turned to passive and the patient went to rate of 70 ppm. A short time later, pacing was observed again at 130 ppm. The xl was turned off and the rate decreased to 70ppm again. The caller was inquiring if monitoring equipment can affect mv and xl. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and troubleshooting options. Pacing returned to the expected rate after programming had been performed. No other adverse events have been reported. This product issue will be updated if additional information is received.